Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that they bumped against something and the freestyle libre 2 sensor detached prematurely. As a result, the customer experienced symptoms of dizziness, paleness, sweating, and seizure. The customer was treated with coca-cola by a third party and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that they bumped against something and the freestyle libre 2 sensor detached prematurely. As a result, the customer experienced symptoms of dizziness, paleness, sweating, and seizure. The customer was treated with coca-cola by a third party and no further information was reported. There was no report of death or permanent impairment associated with this event.